Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe plastipak 20ml ll s/su had foreign matter. The following information was provided by the initial reporter, translated from portuguese: "in general, minutes after injecting the drug in the 0.9% sf solution, the formation of white precipitates not described in the package insert is visible."

Manufacturer narrative:
H6: investigation summary: photos received for investigation, upon observation, it is not possible to verify the presence of particulates inside the syringe. Batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Bd does not use polycarbonate to produce syringes, but polypropylene. The syringe molding process does not generate any type of particulates in the product and the transport of the syringes to the assembly stage is done manually, avoiding sources that generate particulates. In the product assembly stage, the line has ionizers, a vacuum system and cleaning performed by the operational team to avoid the presence of foreign matter in the product. All inspections and cleaning of the line were carried out according to the procedure at the stipulated frequency. The particulate detection test is performed every 1 hour on 50 pieces in the assembly process and all batch tests were performed at the stipulated frequency and none of the tests showed results out of specification. Production processes are validated according to defined acceptance criteria. H3 other text : see h10.

Event description:
It was reported syringe plastipak 20ml ll s/su had foreign matter. The following information was provided by the initial reporter, translated from portuguese: "in general, minutes after injecting the drug in the 0.9% sf solution, the formation of white precipitates not described in the package insert is visible."